Manufacturer narrative:
A system shutdown occurred due to pinching of the cable of the optical distance sensor in the j2 joint of the robot arm. The design of the robot and cable does not eliminate the risk of pinching of the cable. A review of manufacturing records indicated that there are no specifications regarding the installation of the optical distance sensor cable and how to place the cable to avoid any damage. User vigilance is required to ensure that the cable is not pinched in the joints of the robot arm. It was confirmed that the optical distance sensor wire was positioned correctly and was functional after the incident.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the registration step of the surgery, the optical distance sensor wire was caught by a joint in the robot arm and the system shutdown. The wire was cleared and the device was restarted. Surgery proceeded without further communication failures.

Manufacturer narrative:
This complaint is being remediated under an issue evaluation: complaints item numbers remediation. The item number was updated, the concerned medical device was the optical distance sensor and not the rosa robot.

Event description:
It was reported that during the registration step of the surgery, the optical distance sensor wire was caught by a joint in the robot arm and the system shutdown. The wire was cleared and the device was restarted. Surgery proceeded without further communication failures.